Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient's physician noted that during two of his surgical implant procedures, scar tissue had formed in the implant area that might have been related to the trial leads. There was a "track" where the trial leads were placed with white scarring. The physician cut down or stripped this scar tissue that was visible before placing the paddle lead. Additional information received on (B)(6) 2012 reported that impedances were checked intra-operatively with electrode #7 being greater than 10 ,000 ohms despite reconnecting the leads 2 times. All ther electrode impedances were around 1,000 ohms. Post-operatively, all impedances were in the range of 700 to 800 ohms. The patient was receiving effective stimulation. The physician only noted that there was visible scarring where the trial would have been, which she did not typically see. No other testing was done and nothing was planned for the future at the time of this report.

Manufacturer narrative:
Product ID: 3873-45, lot#: v978851, serial#: implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: screening device. (B)(4).